Event description:
"When the dr try and get out the guidewire, during the insertion of the catheter, it has been very difficult, as if some spirals of the guidewire were jammed at the top of the needle".

Manufacturer narrative:
4/14/97 co has requested additional information from this foreign distributor 3 times and none has been forthcoming. Due to this, co would like to close this complaint.